Event description:
Pt cadd ms3 pump sn (B)(4) has consistently given her a "return for service" error whenever she tries to use it. One time, she changed the batteries and then it worked fine, but now even new batteries don't make the error message go away. Sending new pump to pt for tomorrow and she will return the broken pump to ups - no harm to pt. No further info available. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.